Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). Information was reported that the caller stated that the patient hasn't used their device for 4 years because it wasn't working. It was review a depleted ins is off. No further complications were reported. No patient symptoms were reported.